Manufacturer narrative:
Upon receipt in boston scientific's post market quality assurance laboratory, this communicator was thoroughly tested. The field observation was confirmed. The unit failed to power on when a power source was connected. The communicator was opened, and the visible portion of the fuse element was found to be partially melted.

Event description:
Boston scientific received information from a patient advocate that the green light, screen, and action button were not on. Troubleshooting did not resolve the issue. A replacement power cord was sent to the patient. However, the new power cord didn't restore power to the communicator. A replacement communicator was sent to the patient.